Manufacturer narrative:
The investigation of the returned coil system found the implant coil stretched at the proximal end and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
See h.11.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that during a cartp embolization case, the physician was advancing the coil in the catheter. While advancing the coil through the catheter, the coil deployed within the catheter. As a result, the coil was removed from the patient and could not be used. The physician proceeded with an alternate coil to complete to continue the case successfully. No patient harm occurred.